Event description:
It was reported that an unspecified number of unspecified bd nano¿ 2nd gen pen needles were blocked during the injection. The following information was provided by the initial reporter: "I returned consumer's call, she stated that nothing comes out of the needles when injecting. Consumer did not save packaging or needles, does not have lot or products but said she is using nano 2nd gen."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that an unspecified number of unspecified bd nano¿ 2nd gen pen needles were blocked during the injection. The following information was provided by the initial reporter: "I returned consumer's call, she stated that nothing comes out of the needles when injecting. Consumer did not save packaging or needles, does not have lot or product #s but said she is using nano 2nd gen."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.